Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient. A post-procedure new left leg radiculopathy was reported. The patient presented to the emergency department with new left leg pain described as "electric" and worsening with movement. Additionally, the patient reported feeling that the leg was "about to buckle" at times. A CT scan revealed a migrated spacer at the l5-s1 level along the left margin within the spinal canal, causing suspected severe left subarticular spinal canal stenosis and left neuroforaminal canal stenosis. Consequently, the patient was admitted to the hospital on (B)(6) 2024, and is scheduled to undergo additional surgery on (B)(6) 2024, to address the issue. The ae led to a new hospitalization and required various treatments, including concomitant medication adjustments, physical therapy, and a neurological exam. The primary reason for the additional surgery was the adverse event related to the initial study index surgery. The spinal surgery treated multiple levels from t10-t11 to l5-s1. The ae did not result in permanent impairment but did lead to serious deterioration in health, necessitating medical or surgical intervention to prevent further complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).